Event description:
It was reported that the surgeon inserted an aa4204vl silicone plate lens and the pt's capsule was torn by the lens. The lens was vacuumed out in the phaco equipment and discarded. A vitrectomy was performed.

Manufacturer narrative:
A work order search was performed and there were no similar complaints found with the work order.h6: eval codes: method - work order search. Results - (other): a work order search was performed and there were no similar complaints found with the work order.